Event description:
It was reported that the device was fractured after the case. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Visual evaluation of the provided device photograph shows signs of repeated use and has fractured on the medial side of the post feature. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.